Manufacturer narrative:
A philips bench repair technician evaluated the device and confirmed the reported problem, which was traced to a faulty power pca. One power pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this power board. Philips bench repair technician replaced the power pca. The device is returned to full functionality. The device was returned to the customer site.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the etco2 will turn on for a few seconds and then shut off. There was no reported patient involvement.